Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products; associated mdrs 31225714-2014-04194, 1225714-2014-04195, 1225714-2014-04196 and 1225714-2014-04197.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2007 and subsequently expired on (B)(6) 2011 after the use of the product.